Manufacturer narrative:
Product ID 3889-28, lot# va1f17a, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and health care professional stated that patient was not seen benefit and during a routine check the found impedances 29000 ohms and the ins was replaced on (B)(6) 2019 and the device was sent to pathology.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1f17a, implanted: (B)(6) 2017. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated that she had her implant replaced because the lead had broken, patient said that she hadn't been getting symptom relief at all so she saw her doctor and he ended up finding out that the lead was damaged (patient said one or two leads had broken, patient services reviewed interstim can only have 1 lead with 4 electrodes and patient said she didn't know the technical terms) and doctor said this is why her device wasn't helping her and couldn't be reprogrammed. The patient said she got new implant. Patient said at the end of (B)(6) 2019 was when symptoms started returning , (B)(6) 2019 was when doctor found damage to lead. There were no further complications reported regarding the event.